Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Given the device powered on and delivered a shock after reinstalling the pad-pak, and no fault found on the AED, this would suggest that the pad-pak had initially been incorrectly seated within the device before being corrected subsequently powered on. Heartsine downloaded the device's memory log and upon review, an error message was displayed and the ECG/icg data was missing, which would suggest the file was corrupted. No hardware fault was identified that would have prevented the files from being correctly downloaded. The investigation can only suggest this fault relates to a network or drive issue on the user¿s local pc. The corrupted download files would only have become apparent during post-market review of the memory and thus would not have prevented the device from powering on or delivering therapy. The device was retained by heartsine.

Event description:
The customer contacted heartsine to report that their device would not power on during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.